Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that he went to bolus and the numbers kept scrolling and would not stop. Customer took the battery out and put it back in. Customer stated that the down arrow button works fine. Customer could not bolus with the express bolus button without the numbers continuing to scroll upward on the screen. Customer's blood glucose level was 130 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.